Event description:
New information received notes that programming changes were performed to resolve the event of far-r oversensing that led to inappropriate mode switch on the implantable cardioverter defibrillator. The patient remained asymptomatic.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the asymptomatic patient presented at a follow-up in clinic. Upon interrogation, the implantable cardioverter defibrillator exhibited far r-wave oversensing that led to inappropriate mode switch. Programming changes were discussed but not implemented. The patient was in stable condition.